Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received. This is a final report.

Event description:
The user was implanted in (B)(6) 2023. He suddenly stopped hearing with the device about a month ago.

Event description:
The user was implanted in (B)(6) 2023. He suddenly stopped hearing with the device about a month ago. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. Since coil wire and wireguard fractures occured, it is assumed that the implant was exposed to significant mechanical stress during the surgical procedures and that additional loads may have finally lead to this fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was implanted in (B)(6) 2023. He suddenly stopped hearing with the device about a month ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user was implanted in (B)(6) 2023. He suddenly stopped hearing with the device about a month ago. The user has been re-implanted.